Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during a drain cycle of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. The patient stated that he thought his therapy was complete, disconnected from the set, realized therapy was not complete, and subsequently reconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.